Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the stylet into the atrial lead. The lead was not used and a new lead was implanted successfully. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.